Event description:
The patient was injected in the lips. Shortly thereafter, the patient allegedly experienced shortness of breath. The patient was treated with an epi-pen.

Manufacturer narrative:
Per product labeling, the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.